Event description:
It was reported to philips that low power supply spc7 was replaced and geometry adjusted on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mvr low power board and low voltage power supply spc7, performed geometry adjustment, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).